Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient experienced lethargy and slurred speech. The cgm was reading high and the blood glucose reading was 1.9 mmol/l; readings taken within 5 minutes. The patient was treated by the partner with sips of orange juice as the patient was unable to self-medicate at the time. The patient recovered after the treatment. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.